Event description:
It was reported that the patient experienced frequent charging of the ipg and high impedances on the lead. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 16808301. Sc-1132 (sn:(B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The implantable pulse generator (ipg) was fully charged to 3.971 vdc. A review of the patients data indicated that the device has been working normally and the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics.